Event description:
During an atrial fibrillation ablation procedure a cancellation occurred due to an amplifier error. When the patient was in the operating room, the amplifier was displaying an alert along with an audible noise. The issue could not be resolved and the procedure was cancelled. There were no adverse patient consequences.

Manufacturer narrative:
One ep-workmate signal conditioning unit was received for evaluation. The ep-workmate scu powered on and successfully established communication with the test standard ep-workmate (dws) system as expected. A basic signal acquisition/quality test which included the surface ECG, baseline, amplitude and stimulus switching were performed and confirmed that the returned amplifier performed within the factory specifications. Communication test was run for several hours and no loss or interrupted communication was observed. The reported amplifier error and subsequent cancellation could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.